Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. It was reported that the customer suffered from a diabetic coma, due to the pump not delivering insulin through the night. The customer was admitted into the intensive care unit. The blood glucose results and treatment obtained at the hospital were not provided. The customer has discontinued using the infusion device and is using insulin pen therapy. No other information was provided. It is unknown how long the customer was hospitalized.